Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip zero client needed to be replaced. Following replacement, the system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the camera cart monitor was displaying the ¿unable to connect (0x1001)¿ message every few minutes and showing the pcoip screen. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The pcoip for the navigation system was returned to the manufacturer for evaluation. The error logs on the unit showed multiple recurrences of the software rebooting. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.